Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated the system and replaced blown fuses. System operates as intended.